Event description:
The (B)(6) female pt, with a history of metastatic pheochromocytoma, presented for a CT cryoablation of lumbar vertebral body and sacral tumors. Four cryoprobes were inserted into the lesions (s1, s2, and l2). Using intermittent CT fluoroscopic guidance and osteo-site bone set was placed through the l2 vertebral body from the left. The needle was removed and the cryoprobe was placed. An additional needle was used to develop a track to the lesion via the right l2 pedicle. The osteo-site was removed and a cryoprobe was inserted, which crossed the previously placed probe. The cryoprobe that suffered damage was the probe placed from the left. Osteo-site needles are used to create the track for the placement of the probes. The osteo-site needle is then removed and the probe is inserted through the track. The placement of the probes was confirmed by CT imaging. The argon gas was turned on at 20% for the cryoprobes placed in the l2 lesion. Approximately 20-30 seconds later, there was immediate neurological and vital sign deterioration. The procedure was stopped, the probes were removed, and resuscitation was attempted unsuccessfully. Complete description from email: the cryoprobes that are used for this type of procedure are individually inspected and tested prior to use. Each probe is connected to the controller unit prior to turning on the argon and helium regulator valves. The sterile cap is removed by the radiologist and the cryoprobe is held in 250 ml of sterile saline. The gas is then turned on to see first if any bubbles appear, indicating a defective probe and secondly, to ensure that ice is forming, indicating that the probes are functioning correctly. The probes are then thawed and wrapped individually in sterile towels until they are ready to be placed in the lesion that is being treated. The probes used for the procedure are discarded at the end of the procedure. There was nothing unusual about this procedure prior to recognition of the unfortunate complication. After being inspected and tested, the four cryoprobes were inserted into the lesions - two at s1 and two at l2. At l2, using intermittent CT fluoroscopic guidance, and osteo-site bone needle was placed through the l2 vertebral body from the left. The bone needle is used to create the track through the bone for the placement of the probe. The needle was removed, a cryoprobe was placed. A second needle wa inserted from the contralateral side to develop a second track to the lesion via the right l2 pedicle. As the needle was inserted from the right, CT fluoroscopy showed that the needle was coming in close proximity to the cryoprobe that had been placed through the left l2 pedicle. The left l2 cryoprobe was withdrawn with the intent of avoiding contact between the cryoprobe and the bone needle. The bone needle was then used to complete the track through the right l2 pedicle. A cryoprobe was placed through the right l2 pedicle into the anterior vertebral body and the left l2 cryoprobe was reinserted. The placement of the probes was confirmed by CT imaging. After both l2 cryoprobes were in place, the argon gas was turned on to circulate to the cryoprobes at 20%. Approximately 20-30 seconds later, there was neurological and vital sign deterioration with recognition of insufflation of gas into the body. The procedure was stopped, the probes were removed, and resuscitation was attempted unsuccessfully. At the conclusion of the procedure, the devices were inspected and a small hole was identified in one wall of the l2 cryoprobe that had been placed from the left. We believe that as the bone needle was inserted from the right, it came in contact with and punctured the left l2 cryoprobe. The left l2 probe was fixed in place by the intact bone structure of the spine and therefore did not move aside when contacted by the needle. The punctured cryoprobe allowed argon gas to pass into the pt rather than remaining contained in the cryoprobe and venting to the room, as it would when intact. Although the placement of the probes had been confirmed by CT imaging, the imaging is not sensitive enough, given the spatial resolution, to allow the team to see a tiny puncture hole in the probe. There is currently no mechanism to alert the radiologist that the cryoprobe has been compromised after insertion.

Manufacturer narrative:
Expiration date unknown as lot number is unknown. (B)(4). The cryoprobe involved is currently under evaluation by the engineering team at the user facility. Visual examination of the cryoprobe after the procedure found a small puncture in the probe, approximately 2 cm from the distal tip. There was no mechanical issue identified with the controller unit. Per cryoprobe manufacturer, "the device is a probe. It appears the devices were used together during a case and the bone needle punctured the cryoprobe. The devices are not compatible, nor indicated for use together". Investigation: no product was returned to assist in this investigation. The device is inspected according to quality control specifications. Each device is inspected to verify that the product matches the work order, specifications, and product label. All devices are examined to ensure that the correct bevels are on the stylets and proper alignment between cannula and stylet. The use of this device described in the event description is off label. It should also be noted that the device was not in use at the time of complications. The device was being used "to create the track for the placement of the probes". As such, any bone needle by any manufacturer could have been used. Therefore the description that the "bone needle was inserted from the right. It came in contact with and punctured the left l2 cryoprobe" was immaterial to it being a cook device. Root cause for this event is device was used off label. We will continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant risk reduction activities.